Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: tech called in for help on 8015 4.7 unit serial # (B)(4). Case resolution: confirm to tech he has a 8015 4.7 unit which no longer support became eol on 01/01/2019 , tech let me know he is aware I let him know I can help him as a courtesy , tech said they had a team come out and did a upgrade on units and software and was told the 8015 unit will not let them upgrade it get error missing file at start up, explain to tech he can try to run the cards for the software update if fail next to replace logic board on unit.